Manufacturer narrative:
Exemption number e2015058. The device records 10 log entries between october 2007 and may 2016, of varying durations, including a ten minute manual power up in february 2015. Investigation was unable to replicate the reported fault. The ten minute time out may indicate the user was power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.